Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, b5, g3, g6, h2, h6: component code, health effect - impact code, investigation findings, investigation conclusions and h11 have been updated. Additions to section h6: type of investigation. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaints of liner delamination and system components separate during use were confirmed through imaging evaluation. Available information suggests procedural factors (withdrawal of altered balloon profile) likely contributed to the liner delamination, while procedural factors (device manipulation) likely contributed to the c-marker separation. Withdrawal of a delivery system with an altered balloon profile (burst/torn balloon, residual fluid in balloon, etc.) Can lead to the system to catch onto the sheath liner. C-marker band separation can occur when excessive manipulation is applied to overcome withdrawal difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist (fcs), the patient underwent a transfemoral tavr (transcatheter aortic valve replacement) procedure with a 26mm sapien 3 ultra resilia valve in the native aortic position. During removal of the 26mm commander delivery system (ds), it was discovered that the radiopaque c-marker band of the 14fr esheath+ was free-floating in the patient's left common iliac. The esheath+ was observed to be fully ripped from the distal tip-down, approximately 2 inches in length. It was also noted that there was a lot of resistance while attempting to bring the ds back into the esheath+. This was due to the system not being pulled fully negative and locked post valve deployment. As the marker band was deemed to not be flow-limiting, closure of the access site was resumed. Per report, the valve was successfully deployed and the patient in stable condition. It was reported that a possible cause of the marker separating from the esheath+ was that the balloon was not fully under negative pressure with all the volume taken out post valve deployment. According to the provided device imagery, there was circumferential delamination of the esheath+ and a balloon tear of the delivery system near the ic bond; the inflation balloon was umbrellaed over the nose tip, the proximal balloon wings were flared, and there was balloon spring stretching.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), the patient underwent a transfemoral tavr (transcatheter aortic valve replacement) procedure with a 26mm sapien 3 ultra resilia valve in the native aortic position. During removal of the 26mm commander delivery system (ds), it was discovered that the radiopaque c-marker band of the 14fr esheath+ was free-floating in the patient's left common iliac. The esheath+ was observed to be fully ripped from the distal tip-down, approximately 2 inches in length. It was also noted that there was a lot of resistance while attempting to bring the ds back into the esheath+. This was due to the system not being pulled fully negative and locked post valve deployment. As the marker band was deemed to not be flow-limiting, closure of the access site was resumed. Per report, the valve was successfully deployed and the patient in stable condition. It was reported that a possible cause of the marker separating from the esheath+ was that the balloon was not fully under negative pressure with all the volume taken out post valve deployment. According to the provided device imagery, there was circumferential delamination of the esheath+.